Event description:
It was reported that the customer fell and landed on the pump cracking the screen. The screen is now unreadable and the customer can no longer use the pump.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.